Event description:
Device report from synthes (B)(4) reports an event in spain as follows: the distractor mechanism did not work during the surgery. The surgeon used another device to complete the surgery.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going. A review of the device history record revealed no complaint related anomalies.

Manufacturer narrative:
Device used for treatment and not diagnosis. The measurable dimensions were found to be in compliance with the technical drawings and ao/ asif specification. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength und structural stability. The values were in compliance with ao asif specification and with the international standard. The fracture face of the spindle is homogenous which indicates material conformity. No product fault could be detected. The complained malfunction was caused by a broken spindle. Based on the provided information we are not able to determine the exact cause of this occurrence. We can only assume that too much torque was applied with the activation instrument.